Event description:
Reported unintended pregnancies (4) from patients and physicians who underwent a tubal ligation procedure during a 13 month period.the filshie clips used in the procedures were from the same lot number.